Manufacturer narrative:
Initial 3 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced that infusion set tubing leaking issue at the site event on (B)(6) 2026. The infusion set was in use for one day. The patient replaced infusion set and resumed insulin deliveries successfully.